Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, complaint history, device history record, manufacturing instructions, and quality control data was conducted during the investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation, pain, anxiety". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported pain and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation". Cook will reopen its investigation if further information is received. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Adverse event to product malfunction . Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 04/08/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to dvt, femoral vein occlusion in spite of anticoagulation, gi bleed. Plaintiff is alleging vena cava perforation, pain, anxiety.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2011. It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received (B)(6) 2017: it is alleged in the pending lawsuit that pt suffers from vena cava perforation.

Manufacturer narrative:
It is alleged that, "patient received a cook gunther tulip filter on (B)(6) 2011 at the (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Hospital and medical records have been requested but not yet provided. PMA/510(k) # k043509. Initial MDR was submitted by william cook europe under reference # 3002808486-2016-00123. Additional information provided on 05/30/2016 determined this device was manufactured by cook incorporated. Evaluation: the product was not returned to assist with the investigation. No notes of relevance found in the work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that "patient received a cook gunther tulip filter on (B)(6) 2011 at the (B)(6) medical center." It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Hospital and medical records have been requested but not yet provided.